Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed sepsis and there was vegetation on the leads and the tricuspid valve. The implantable cardioverter defibrillator system was removed and no further patient complications have been reported as a result of this event.